Event description:
The event involved a tego connector where the customer reported that a registered nurse was unable to aspirate blood; the tego present on arterial limb of central venous catheter (cvc) was required to be replaced. It was also noted that there was a clot in the old tego removed. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted, and no non-conformities were found that would have led to the reported condition on the complaint. E1 - additional contact information (B)(6).